Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2023. During preparation, it was noted that the catheter was found broken when opening the secondary packaging of the device. The procedure was successfully completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil was detached, and suture hole was torn until the tip. Additionally, their suture was returned removed indicating that the device was used. No other problems with the device were noted. The reported event was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. These problems could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. The retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line. In this reason, the as analyzed cause code will be failure to follow instructions. For the reported problem of stent shaft break was not confirmed since the break was not detected during the analysis. Therefore, the as analyze code will be no problem detected. All compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2023. During preparation, it was noted that the catheter was found broken when opening the secondary packaging of the device. The procedure was successfully completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.